Manufacturer narrative:
On 08/18/2016 the fse found that the light scatter preamp card was defective causing the retic r flags. The fse replaced the light scatter preamp to fix the r flags. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported retic r flags on the coulter lh780 hematology analyzer during startup. The flags were being generated on controls. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.